Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a 'fallback' error code. The physician was advised to replace the device immediately.